Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included roux loop conversion in 2009, multiparous, anemia and vaginal pain. Concurrent conditions included generalised itching, pseudotumor cerebri and pelvic pain. Concomitant products included medroxyprogesterone acetate (depo-provera) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). The patient was treated with blood transfusion and surgery (totallaparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysfunctional uterine bleeding, abdominal pain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysfunctional uterine bleeding and dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2009, multiparous, anemia and vaginal pain. Concurrent conditions included generalised itching, pseudotumor cerebri and pelvic pain. Concomitant products included medroxyprogesterone acetate (depo-provera) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). The patient was treated with blood transfusion and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysfunctional uterine bleeding, abdominal pain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysfunctional uterine bleeding and dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.